Event description:
The event occurred on an unknown date involving a 117" (297 cm) 60 drop 50 ml burette set, shut-off, check valve, 2 microclave®, rotating luer where the customer stated in the report that it seemed that this was a common issue with the air filters getting wet. Staff should never lay the buretrol down on the patient¿s bed (during transport) or move it in any horizontal fashion where the air filter could become wet. They should always remain vertical. Once the filter becomes wet the set is compromised and the buretrol will begin to collapse on itself due to lack of proper air exchange. There was a patient involved and unknown human harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.